Event description:
It was reported that the user wished to return the ilet after experiencing recurring low blood glucose and an infusion-site allergic reaction while using the device; the user had been trained and reverted to a prior pump at the direction of a healthcare professional. Symptoms included hypoglycemia and a local allergic reaction at the infusion site. Outcomes included interruption of ilet therapy and transition to an alternative insulin pump per healthcare professional recommendation. Investigation included a review of the complaint details and collection of additional information from the customer. Investigation of this case revealed an unclear root cause for the hypoglycemia and an infusion-site reaction with no device alerts reported. It was concluded that the cause of hypoglycemia was undetermined and that the infusion-site reaction prompted discontinuation of use pending return. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.